Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading has reached over 600 mg/dl. The customer treated their high blood glucose with insulin pump bolus and manual injections. Customer reported the following symptoms: difficulty breathing, dry mouth, and fatigue. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Auto mode was not active at the time of the event. No harm requiring medical intervention was reported. The customer¿s blood glucose at the time of the call was 419 mg/dl. The insulin pump will not be returned for analysis.